Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the plunger was still in the pre-deployed position and there was slack present on the link. It was reported that after marking was obtained, the physician pulled the device back and the device came out of the patient groin. The presence of slack on the link is an indication that the lever (step1) was deployed. However, it could not be determined if the lever was activated before pulling the device back against the anterior wall of the artery or after the device was pulled from the patient. During the investigation, the lever was activated and the foot opened and closed without a problem. The device performed according to specifications; therefore, the root cause for this complaint is undetermined. There were no manufacturing or quality deficiency detected that could have contributed to the reported event. There does not appear to be any indication of a product quality deficiency. A review of the device history record did not reveal any non-conforming material records associated with this lot. In addition, a query of the complaint database was performed and there were no similar complaints within this lot for the reported device code at the time this investigation was performed.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery after an interventional procedure in the superficial femoral artery. Reportedly, the proglide was advanced into the artery, arterial flow was seen through the marker lumen, the physician pulled the device back and the device came out of the patient's groin. A non-abbott device was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.